Event description:
Clinical study. Same case as MDR# 6000093-2007-00390, 00396. It was reported that following a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 (14mm long) was identified in the mid left anterior descending artery (mid lad) with 100% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.50 x 12 mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 (6mm long) was identified in the first obtuse marginal branch (om1) with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 2.5 x 12 mm taxus express2 drug eluting stent. Residual stenosis was 0%. The pt was discharged two days later on aspirin and plavix. Following the index procedure, the pt required a tvr for edge in-stent restenosis in the om1. The om1 was treated with plain old balloon angioplasty (poba) and placement of a taxus express2 drug eluting stent. The mid lad was also treated for focal in-stent restenosis with poba in this procedure. In the opinion of the physician the relationship of the tvr to the taxus stent was probable.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available.